Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Biomedical engineer (biomed tech) from a user facility reported that the power plug for the machine was noted to be discolored and showing signs of burning. Per biomed tech the issue was detected during preventative maintenance and confirmed there was no patient involvement or injury. The plastic at the male ends of the plug appeared discolored and burnt and no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The biomed tech confirmed the machines was plugged into a gcfi outlet (hospital grade outlet) as per recommended power source. The machine remained out of service pending replacement of the power cord. The sample was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device and component were not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Biomedical engineer (biomed tech) from a user facility reported that the power plugfor the machine was noted to be discolored and showing signs of burning. Per biomed tech the issue was detected during preventative maintenance and confirmed there was no patient involvement or injury. The plastic at the male ends of the plug appeared discolored and burnt and no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The biomed tech confirmed the machines was plugged into a gcfi outlet (hospital grade outlet) as per recommended power source. The machine remained out of service pending replacement of the power cord. The sample was available to be returned for evaluation.